Event description:
It was reported by the customer that on (B)(6) 2010 the fiber tip detached and the fiber cracked about one inch from the tip of the fiber while performing a transurethral laser vaporization of the prostate which involved an electrophysiology procedure at 29,498 joules. This caused an inadvertent laser firing and the pt's bladder wall perforated, but did not completely perforate the bladder; the pt's bladder had a surface mucosal abrasion about a centimeter. No additional follow up was needed to repair the bladder wall. The physician saw flashes of light at the same time that he noticed the crack in the fiber as well as the injury to the bladder lining. A beam came out at the end of the scope and not the side of the scope. Also, it was reported that the fiber cap did not detach and was not left inside of the pt's body. There were difficulties inserting the fiber into the laser scope. The fiber did not need to be cleaned because the event occurred at the beginning of the procedure since the fiber cracked almost immediately. The pt was treated with a catheter placement and was converted to a turp. The device was not returned for eval.